Event description:
It was reported that during a microdiscectomy procedure, the tip of a cutting bur broke off and fell into the surgical site. The device fragment was large enough for the surgeon to easily locate, and manually retrieve with forceps. Backup equipment was used to complete the procedure, without causing a clinically significant delay. No additional medical intervention was required, as a result of this event. There was no pt or user injury reported, and no other adverse consequences alleged.

Manufacturer narrative:
The device was returned to the MFR and the complaint was confirmed. Upon investigation, a broken bur was discovered within the device. The cause of the bur breakage is unk.